Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic evaluations were performed. The investigation is confirmed for the reported catheter break issue, as a complete circumferential break was noted approximately 5.3cm from the distal end of the cath-lock which was elliptical in shape and a partial circumferential break noted approximately 6mm from the proximal end of the distal catheter segment. A circumferential kink was noted approximately 10.2cm from the proximal end of the distal catheter segment. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post port placement through right internal jugular vein, the catheter allegedly broke which was revealed by a computed tomography report. The procedure was completed by removing the port system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that four months post port placement, the catheter allegedly broke. The procedure was completed by removing the port system. There was no reported patient injury.